Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
In (B)(6) 2013, the patient was hospitalized for deep venous thrombosis (dvt) and pulmonary embolism. At this time, a greenfield vena cava filter (ivc) was implanted. In 2017, the patient underwent an evaluation on his ivc filter. The scan showed that the tip of the ivc filter was located along the posterior wall of the ivc, below the renal veins. Additionally, the scan showed that all the prongs of the filter have extended beyond the wall of the ivc, causing a perforation of the ivc.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2017, the patient underwent an evaluation on his ivc filter.